Event description:
Baxter reported, "the miniset system had to be changed within the six months. The roller clamp mechanism didn't work properly." Noted during use. No pt injury or medical intervention was reported per baxter affiliate.